Manufacturer narrative:
The biomedical engineer reports that when a patient is discharged, the bedside monitor will not monitor a new patient unless the device is power cycled. The biomedical engineer has addressed this issue before and has tried to troubleshoot the issue with no success. Biomedical engineer provided the software version they are currently using. A loaner device was sent to the customer. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that when a patient is discharged, the bedside monitor will not monitor a new patient unless the device is power cycled. The biomedical engineer has addressed this issue before and has tried to troubleshoot the issue with no success. Biomedical engineer provided the software version they are currently using. A loaner device was sent to the customer.

Manufacturer narrative:
Manufacturer narrative: the biomedical engineer reports that when a patient is discharged, the bedside monitor will not monitor a new patient unless the device is power cycled. The biomedical engineer has addressed this issue before and has tried to troubleshoot the issue with no success. Biomedical engineer provided the software version they are currently using. A loaner device was sent to the customer. The unit was cleaned and evaluated and the customer's reported problem could not be duplicated. The unit was tested with ay module for an extended period of time. The unit was admitted and discharged several times. All functions were tested. Product deficiency was not identified. Based on the information provided at the time of the event assessment, there is no indication that was a patient injury or a serious reportable event as a result of this issue. The device was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.